Manufacturer narrative:
Clarification to d6a: partial date of "20 years ago" provided continued e1 -- alternate fax number: (B)(6). Continued e1 -- alternate email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "baker grade 4 caps" and "hole-non specific"; mammogram performed. This record is for the right side. The device was explanted, replaced, and discarded.